Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects reported in the article are captured under a separate medwatch report. B2, b3: dates estimated d4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, complex primary percutaneous coronary intervention with ultrathin-strut biodegradable versus thin-strut durable polymer drug-eluting stents in patients with st-segment elevation myocardial infarction: a subgroup analysis from the biostemi randomized trial

Event description:
It was reported in a research article that the xience xpedition, xience alpine (durable polymer everolimus-eluting stents [dp-ees]) group and non-abbott (drug eluting stents biodegradable polymer sirolimus-eluting stents [bp-ses]) were compared at a 2 year follow up. The study is a comparison between both groups regarding patients with st-segment elevation myocardial infraction (stemi) and the impact of primary percutaneous coronary intervention complexity on long-term clinically outcomes. During procedure complications for the dp-ees and bp-ses groups included (death, myocardial infarction, revascularization, cardiogenic shock). At the two year follow up complications that were noted for the dp-ees and bp-ses were (cardiac death, myocardial infarction, revascularization, coronary artery bypass graft (CABG), stroke, transient ischemic attack, cardiogenic shock, stent thrombosis). The results indicate that the bp-ses group are superior to dp-ees with respect to tlf at 2 years among stemi patents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "complex primary percutaneous coronary intervention with ultrathin-strut biodegradable versus thin-strut durable polymer drug-eluting stents in patients with st-segment elevation myocardial infarction: a subgroup analysis from the biostemi randomized trial" no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, an electronic lot history record (lhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of death is listed in the xience xpedition instructions for use as a known adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.